Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.